Event description:
During the insertion of the implant coil into the catheter hub, it was reported that resistance was experienced. An attempt was made to minimize the resistance; however, the implant coil detached in the catheter hub. The entire system (pushwire + implant coil + catheter) was removed. The procedure was successfully completed with additional coils. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned without the implant coil and evaluation could not determine the cause of the event; however, the pushwire was bent at approximately 16.0cm, 14,0cm, 10.0cm, 4.0cm, and 2.0cm which may have contributed to the reported issue. The IFU for axium coil includes the following warning: "a kinked pusher may lead to pre-mature detachment." (B)(4).